Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior mesenteric artery (ima) using an indigo system separator 6 (sep6). During the procedure, the tip of the sep6 became kinked while in use with an indigo system cat6 aspiration catheter (cat6) after multiple passes. It was reported that the sep6 made a loop within the patient¿s vessel, causing the sep6 to become kinked. It was reported that the vessel was very elongated and tortuous. The procedure was therefore completed using a new sep6 with the same cat6. There was no report of an adverse effect to the patient.